Event description:
It was reported that balloon rupture and shaft break occurred. The target lesion was located in the calcified, diffusely diseased and previously stented right coronary artery. A 2.5x20mm emerge balloon catheter was advanced for dilatation. However, prior to inflation, the balloon ruptured. With balloon removal, it was noted that the shaft was fractured 10cm back from the tip. The balloon, monorail and remaining shaft were in the guide at the level of the humerus, and the remaining balloon was removed from the patient's body by pulling the guide catheter and guidewire as a unit. The procedure was completed with another of same device. No patient complications were reported.